Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument had physical damage. A fragment fell into the patient and it was retrieved during the same procedure. It was unknown if a post-operative test was performed. The procedure was completed.